Event description:
The manufacturer received information alleging a ventilator¿s tidal volume was unstable. There was no harm or injury reported. The manufacturer received information indicating the reporter of the event serviced the device and returned it to use. Additional information regarding what type of service was done is unavailable. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not return.